Manufacturer narrative:
The customer was unable to provide any additional information related to this patient. No repeat testing was performed on the e602 module with the original sample from (B)(6) 2017. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration and quality controls were acceptable. Since the patient sample is not available, the investigation could not be completed.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2017 and checked sample probe alignment at the pipetting position; liquid level detection was also checked. Both were ok. The last preventive maintenance was performed on (B)(6) 2017 with results within expectation. A general reagent issue can be excluded. A possible root cause may be related to centrifugation speed which could lead to improper sample quality and pipetting issues; foam on the reagent could also be an issue. An additional root cause for this event may be insufficient maintenance.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas 8000 e 602 module compared to the abbott architect method. The initial anti-hcv ii result from the e602 module was (B)(6). This result was reported outside of the laboratory where the doctor requested repeat testing. On (B)(6) 2017 the sample was repeated by the abbott architect method and the result was (B)(6). A second sample was obtained from the patient on (B)(6) 2017 and the result from the e602 module was (B)(6). This result was reported outside of the laboratory on (B)(6) 2017. The sample was repeated by the abbott architect method and the result was (B)(6). The (B)(6) results are believed to be correct. There was no allegation that an adverse event occurred. The anti-hcv ii reagent lot number was 206028. The expiration date was not provided.